Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine generator replacement, high out of range, capture threshold was observed on the right ventricular channel. The patient was asymptomatic. The lead was capped and replaced. Patient remains in good condition.